Event description:
Lilly case ID: (B)(4). This solicited case, reported by a physician via patient support program, concerns a (B)(6) female patient of unknown age. Medical history included hypertension, coronary heart disease, cerebral thrombus, diabetes mellitus and historical medication of insulin human. The patient had no adverse drug reaction or family drug reaction. Concomitant medication was unknown. Suspect product included insulin lispro protamine suspension 75%/insulin lispro 25% (humalog 75/25; cartridge) subcutaneously via humapen ergo I (teal with clear cartridge holder) 50 units total (single dosage was unknown) for treatment of diabetes mellitus beginning in 2013. In (B)(6) 2014, approximately one year after starting insulin lispro protamine suspension 75%/insulin lispro 25% therapy, the patient was hospitalized due to high blood glucose (exact blood glucose measurements not provided). The patient was discharged 15 days later. After the hospitalization, the physician let the patient adjust her dosage according to her blood glucose level. Recent to report, with a total dosage of around 50 units, the patients blood glucose was still not controlled well. Fasting blood glucose was more than 10 (units and reference range not provided) and post prandial blood glucose was not provided. The reporting physician thought the patients blood glucose was high because she did not exercise. On (B)(6) 2015, approximately two years after starting insulin lispro protamine suspension 75%/insulin lispro 25% therapy, the patient did not administer the medication because the injection button of the humapen ergo I could not be pressed (lot number: 0508a01, product complaint number: (B)(4)). The humapen ergo I was used for approximately three years. Corrective treatment was not provided. The events were not recovered and insulin lispro protamine suspension 75%/insulin lispro 25% continued. The patient was the operator of the device. Training status was unknown. Suspect/general device duration was approximately three years. The device was returned on 15jul2015. The reporting physician believed the events were related to the suspect products. Update 17jun2015: additional information was received from the affiliate on 17jun2015. Follow up was attempted several times and the reporter could not be contacted. Follow up could not be pursued. No additions or updates were made to the case. Update 22jun2015: additional information was received on 19jun2015 which included product complaint number (B)(4) and was processed. No changes made to the case. Update 15jul2015: additional information was received on 15jul2015 from the product complaint safety database. Lot number 1103d01 was corrected to 0508a01 for product complaint (B)(4) which updated the device to a humapen ergo I (teal with clear cartridge holder); added the return date of the device; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo device could not be pressed. She experienced increased blood glucose levels. Investigation of the returned device (batch 0508a01, manufactured august 2005) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a physician via patient support program, concerns a (B)(6) female patient of unknown age. Medical history included hypertension, coronary heart disease, cerebral thrombus, diabetes mellitus and historical medication of insulin human. The patient had no adverse drug reaction or family drug reaction. Concomitant medication was unknown. Suspect product included insulin lispro protamine suspension 75%/insulin lispro 25% (humalog 75/25; cartridge) subcutaneously via humapen ergo I (teal with clear cartridge holder) 50 units total (single dosage was unknown) for treatment of diabetes mellitus beginning in 2013. In nov2014, approximately one year after starting insulin lispro protamine suspension 75%/insulin lispro 25% therapy, the patient was hospitalized due to high blood glucose (exact blood glucose measurements not provided). The patient was discharged 15 days later. After the hospitalization, the physician let the patient adjust her dosage according to her blood glucose level. Recent to report, with a total dosage of around 50 units, the patients blood glucose was still not controlled well. Fasting blood glucose was more than 10 (units and reference range not provided) and post prandial blood glucose was not provided. The reporting physician thought the patients blood glucose was high because she did not exercise. On (B)(6) 2015 and again on (B)(6) 2015, approximately two years after starting insulin lispro protamine suspension 75%/insulin lispro 25% therapy, the patient did not administer the medication because the injection button of the humapen ergo I could not be pressed (lot number: 0508a01, product complaint number: (B)(4)). The humapen ergo I was used for approximately three years. Corrective treatment was not provided. The events were not recovered and insulin lispro protamine suspension 75%/insulin lispro 25% continued. The patient was the operator of the device. Training status was unknown. Suspect/general device duration was approximately three years. The device was returned on 15jul2015, and no malfunction was found. The reporting physician believed the events were related to the suspect products. Update 17jun2015: additional information was received from the affiliate on 17jun2015. Follow up was attempted several times and the reporter could not be contacted. Follow up could not be pursued. No additions or updates were made to the case. Update 22jun2015: additional information was received on 19jun2015 which included product complaint number (B)(4) and was processed. No changes made to the case. Update 15jul2015: additional information was received on 15jul2015 from the product complaint safety database. Lot number 1103d01 was corrected to 0508a01 for product complaint (B)(4) which updated the device to a humapen ergo I (teal with clear cartridge holder); added the return date of the device; updated the medwatch and EU/ca fields; and updated the narrative. Update 12aug2015: additional information received on 12aug2015 from the global product complaint database added the device specific safety summary, return dated of the device, and manufactured date of the device; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.